Manufacturer narrative:
(B)(6). Iab timing refers to correctly positioning balloon inflation and deflation within the cardiac cycle to achieve diastolic augmentation and systolic unloading, with inflation at the dicrotic notch and deflation at or just before systole. Nurse from the ccu called for assistance in evaluating a dampened arterial pressure waveform on a cardiosave after the patient arrived from an outside facility. The insertion was femoral, and the patient had recently been repositioned with a pillow placed under the left buttocks. Images reviewed showed a dampened arterial pressure waveform and a rounded intra aortic balloon waveform suggesting a possible catheter kink, along with late balloon deflation encroaching on systole and causing elevated end diastolic pressure. Troubleshooting included repositioning the patient, removing the pillow, and flushing the catheter in standby, which improved the arterial pressure waveform. Because late deflation and elevated end diastolic pressure persisted, deflation timing was adjusted to minus three in auto mode with ECG trigger, resulting in a reduction of end diastolic pressure by approximately ten to twelve millimeters of mercury. Due to the possible catheter kink and recent patient transfer, a chest x ray was recommended to confirm catheter position. She was appreciative of the support, took a direct contact number for further assistance, and pump identification information was obtained.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had incorrect timing. There were no patient harm or injury was reported.